Event description:
The customer observed falsely depressed calcium (ca) and sodium results generated on the architect c16000 processing module for a patient sample. The following data was provided: on (B)(6) 2023 sample ID (B)(6). Calcium (customer¿s reference range 2.10-2.55 mmol/l). Initial on serial number (sn) (B)(6) = 0.52 mmol/l, repeat on another analyzer sn (B)(6) = 2.17 mmol/l, sample was recentrifuged and tested again on initial analyzer sn (B)(6) and result = 2.18 mmol/l. Sodium (customer¿s reference range 136-145 mmol/l). Initial on serial number (sn) (B)(6) = 107 mmol/l, repeat on another analyzer sn (B)(6) = 134 mmol/l, sample was recentrifuged and tested again on initial analyzer sn (B)(6) and result = 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information: section h4 - device mfg date updated from blank to 4/1/2013 although a definitive cause for the issue was not identified, the architect c16000 processing module, serial number (B)(6), was considered the likely cause for the issue. However, a pre analytical sample issue could not be ruled out. Return testing was not completed as returns were not available. An instrument service history review revealed one additional erratic or discrepant patient result was generated on (B)(6)however it was associated with a different assay. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed calcium (ca) and sodium results generated on the architect c16000 processing module for a patient sample. The following data was provided: (B)(6) 2023 sample ID (B)(6) calcium (customer¿s reference range 2.10-2.55 mmol/l) initial on serial number (sn) (B)(6) = 0.52 mmol/l, repeat on another analyzer sn (B)(6) = 2.17 mmol/l, sample was recentrifuged and tested again on initial analyzer sn (B)(6) and result = 2.18 mmol/l sodium (customer¿s reference range 136-145 mmol/l) initial on serial number (sn) (B)(6) = 107 mmol/l, repeat on another analyzer sn (B)(6) = 134 mmol/l, sample was recentrifuged and tested again on initial analyzer sn(B)(6) and result = 137 mmol/l no impact to patient management was reported.